Event description:
Additional information: at this time, it is unknown if there was any blood loss as a result of the reported issue.

Manufacturer narrative:
(B)(4) this complaint is related to emdr #182810-2016-00165. The field service representative (fsr) was unable to duplicate the reported issue. After discussing the issue with the ccp, he thought that perhaps they (the students) may not have connected the ultrasonic air sensor (uas) properly. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) claims that the air bubble detector (abd) connector was not making proper connection with air sensor cable on the safety monitor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.